Event description:
The affiliate reported that a customer experienced disopa solution leak from the bottle. The customer stated that the bottom of the bottle was wet and the solution was decreased when the bottle was kept at the facility. There were no physical complaints reported.

Manufacturer narrative:
Solution spill.